Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting.

Event description:
The following was reported to gore: on (B)(6), 2021 an 11mm x 79mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was to be placed as a extension of a gore® excluder® iliac branch endoprosthesis into the internal iliac. During the advancement of the vbx device up and over the aortic bifurcation the vbx device had become stuck in the introducer sheath (manufacturer unknown). The physician removed the delivery catheter from the introducer sheath and noticed that the device had become dislodged in the introducer sheath. The sheath was removed and the procedure was successfully completed with an additional vbx device. The patient did not experience any adverse consequences.